Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately eleven (11) months after placement due to trauma caused by the occlusion of the patient's dentures. This MDR is the first of three reports.